Manufacturer narrative:
Additional narrative: initial reporter is synthes sales representative. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, after going through the decontamination process, there were several instruments inspected that appeared to be damaged. For the bone reduction forceps, the hinge is overly tight and very hard to open. The cannulated screwdriver tip, and cannulated power shaft tip both appear to be stripped. The 2.5mm hex power shafts tips also both look stripped. Eight (8) 2.8mm locking towers were inspected by the sales consultant which appeared to have damaged threads. The t4 star drive for the 1.5mm headless compression screw set was damaged and accidentally placed into the sharps container where the sales consultant could not retrieve it. There was no patient involvement. This report is for one (1) small hexagonal screwdriver shaft. This is report 3 of 4 for pc-(B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6 device history lot part: 314.030, lot: 9525800, manufacturing site: hägendorf, release to warehouse date: 09 july 2015. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process investigation summary visual inspection: visual inspection on the returned screw driver observed worn at distal tip hex edges. No further issues were identified that would impact the function of the device. Conclusion: with the given age of the device and after a visual inspection, it is determined that the reusable instrument is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Review of the device history record(s) showed that there were no issues during the manufacture of this product, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.